Manufacturer narrative:
Lead: model 3389-40, lot# 0205219540, implanted: 2011 (B)(6), explanted: 2011 (B)(6).

Event description:
It was reported that the patient received deep brain stimulation therapy on (B)(6) 2011. When the hcp implanted the lead in the right side, there was no therapeutic effect. The hcp increased the voltage to 10 volts, changed the target and changed the connector with no improvements. The hcp then changed the lead and found that the symptoms improved with the voltage set to 1.5 volts. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3389-40, lot# v725463.